Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was seen by a paramedic for high blood glucose. Customer's blood glucose level at the time 495mg/dl. No additional information is provided.